Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient alleged the meter started to read inaccurately at 11:30am on (B)(6) 2016; however, no readings were provided for this time. The patient manages her diabetes with insulin (self-adjuster). As a result of the readings she obtained, the patient reported that she increased her insulin doses. She claimed that 2 days after the start of the alleged issue, she developed hypoglycemic symptoms of "cold, dizzy, shaking and nearly cramps". It was not specified how she treated her symptoms. She indicated that on (B)(6) 2016, she tested her blood glucose level again using the subject meter and obtained an alleged inaccurately high result of "205 mg/dl" compared to "145 mg/dl" on another meter (ot ultrasmart), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' criteria for accuracy. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The csr also noted that the patient had used an approved sample site to obtain blood samples and she described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered increased medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing with no faults found; the reported issue could not be confirmed. The test strips passed testing; the reported issue could not be confirmed, however a secondary issue was noted, the test strips were found to be over-labelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed